Event description:
It was reported that during a breast biopsy procedure, prior to insertion the distal end of device was broken. Another device was used to complete the case. As the events occurred before use on the patient, there were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/04/2009. Information anticipated, but unavailable at this time.